Event description:
Boston scientific received information that this right atrial (ra) lead dislodged as discovered in an angiogram. The patient reported there was no atrial kick. The physician tried to take this lead out and put it back but no additional information was made available from any company representative concerning this event. For now, the lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.